Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 56-24040 batch b1058554 (lot laser marked on component, b1056825) before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received in regards to this specific device lot. Technical evaluation: the returned device, received on september 6th, 2017, was examined by orthofix (B)(4) quality engineering department. The returned device was subjected to visual and dimensional check as per orthofix (B)(4) specification. The visual check confirmed that the emergency tab is broken approximately in the connection with the screw and it is damaged in different portions of the surface. This damaging could be attributable to a fatigue fracture originated on one edge of the device. The dimensional check did not evidence any anomalies. It was not possible to perform a complete functional test because the emergency tab was damaged. The results of the technical evaluation evidenced that the returned device was originally conforming to orthofix design specification. The breakage occurred could be mainly attributable to the application of an excessive load. Medical evaluation: the information made available on the event, together with the results of the technical analysis was sent to our medical evaluator. Please find below an extract of the medical evaluations performed. 3 september 2017: "this patient has charcot's disease of the involved ankle and foot. The patient is a (B)(6) male weighing just (B)(6) and 1.72m tall, so not particularly heavy. A tl hex frame was applied on (B)(6), and an applied emergency tab broke exactly 7 weeks later. We are told that an early replacement of the broken piece was planned. Normally when we are walking the amount of force that we use to place each step on the ground is modified at every step by the sensory feedback that we get. Some of this is related to the position of the limb in relation to the other limb and the ground, which we call proprioception, and some of this will modify the amount of force that is used to make the next step, touching the ground with just enough load to support the weight of the person. The problem with charcot's disease is that the sensory nerve supply of the lower leg(s) is damaged, so that the patient has poor or no proprioception, and little or no normal sensation. When the patient walks, the leg may be inadvertently overloaded because the patient does not automatically know where the ground is from the information received on the last step, as normal people do. So it is likely that the speed of contact between foot and ground may be significantly greater in these patients, so it is as though a person is stamping their foot all the time. This is why these patients destroy their joints. We have known for a long time that external fixation on the lower leg of a patient with charcot's is much more likely to break than if on a person with normal sensation. This is the reason why this component has broken: it will have sustained an amount of loaded cyclic movement greater than its design parameters, because of the inability of the patient to modify the loading of the frame. External fixation in these patients needs to be more robust than in normal patients for this reason, and patients must be warned that component failure is a real risk. So, the device failed because it was overloaded, because of the patient's condition. I expect that with component replacement the patient will have come to no harm." 4 october 2017, with the outcome of the technical analysis: "the technical analysis shows clearly that the part 56-24040 has been subjected to considerable wear, above what might be expected in normal use. This will clearly be because of the charcot's disease as I have already stated. My conclusion of the mechanism of breakage is that this component was subjected to heavy cyclic loading (because of the patient's condition), and eventually failed because of fatigue breakage. The alternative is that the patient had a fall, and subjected the device to a sudden excessive load, resulting in acute overload and breakage." Final comments: the results of the technical evaluation evidenced that the returned device was originally conforming to orthofix design specification. The breakage occurred could be mainly attributable to the application of an excessive load. The medical evaluation evidenced as follow: the technical analysis shows clearly that the part 56-24040 has been subjected to considerable wear, above what might be expected in normal use. This will clearly be because of the charcot's disease as I have already stated. My conclusion of the mechanism of breakage is that this component was subjected to heavy cyclic loading (because of the patient's condition), and eventually failed because of fatigue breakage. Based on the results of the technical and medical evaluation performed on the returned device, orthofix (B)(4) can conclude that the problem occurred is not device related. Orthofix would like to remind that the tl hex emergency tab kit 56-24040 is designed for temporary use in specific situations, as specified in the instruction leaflet pq etk (section a. Indications for use): "the device can be used to relocate two adjacent strut's extremities in case of temporary struts and ring impingement or temporary strut out of range." Orthofix (B)(4) historical records shows that no other notifications have been received in regards to this specific device lot. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: not available. Surgeon's name: dr. (B)(6). Date of surgery: (B)(6) 2017. Body part to which device was applied: foot. Surgery description: not available. Patient information: (B)(6) year-old, male, weight: (B)(6) pounds, height: 5'8"; previous health condition: charcot foot. Problem observed during: into treatment. Type of problem: clinical (patient) problem. Event description: "pt walked on frame and felt something pop. The emergency tab had snapped in two pieces. Problem occurred 2 months post op at home. Dr. (B)(6) aware of problem on 8/1/17. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention was not required. Copies of the operative reports are available (not provided). Copies of the x-ray images are available (not provided). Patient current health condition: not available. Further information received from the distributor on august 17, 2017: "per representative: this problem occurred at the patient's home and not at the hospital. Patient was about 6 weeks post-op. Patient followed up with the doctor for replacement." (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 56-24040 batch b1058554 (lot laser marked on component, b1056825) before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received in regards to this specific device lot. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation become available. As soon as further information are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: not available, - surgeon's name: dr. (B)(6), - date of surgery: (B)(6) 2017, - body part to which device was applied: foot, - surgery description: not available, - patient information: (B)(6), male, (B)(6); previous health condition: charcot foot, - problem observed during: into treatment, - type of problem: clinical (patient) problem, - event description: "pt walked on frame and felt something pop. The emergency tab had snapped in two pieces. Problem occurred 2 months post op at home. Dr. (B)(6)aware of problem on (B)(6) 2017. The complaint report form also indicates: - the device failure had no adverse effects on patient, - the initial surgery was completed with the device, - the event did not lead to a clinically relevant increase in the duration of the surgical procedure, - an additional surgery was not required, - a medical intervention was not required, - copies of the operative reports are available (not provided), - copies of the x-ray images are available (not provided), - patient current health condition: not available. Further information received from the distributor on august 17, 2017: "per representative: this problem occurred at the patient's home and not at the hospital. Patient was about 6 weeks post-op. Patient followed up with the doctor for replacement." (B)(4).